Event description:
The product failed to retract back into the sheath. The tip of the needle broke; the location of needle breakage is unk. A new needle used to complete the procedure without further difficulty. No harm to the pt reported.

Manufacturer narrative:
As the lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation. With the info provided, a document based investigation was carried out. The complaint info stated that user of the device had the following issue "needle tip broke." As the device was not returned for evaluation, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for the echo-hd-22-c device could not be carried out as the lot number was not provided. The echo-hd-22-c device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract. From the info provided there was no harm to the pt. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. No corrective action is warranted at this time. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.